Event description:
We are receiving a technical complaint about the max zero connector for "after venipuncture and salinisation of the access, when administering medication, extravasation was observed from the side of the connector, it was exchanged for another of the same batch and it was not defective." Batch 10 22115726. As response received on 18apr2024. How much product is affected? A: 01 pc was the reported incident noticed before, during or after use on the patient? A: during use on the patient was there any harm to the patient/healthcare professional? (Detail) a: no was there a need for medical and/or surgical intervention because of what happened (imaging tests, surgery, administration of medication, etc)? (Detail) a ; no was there any exposure of blood or chemotherapy to the mucous membranes (eyes, nose and mouth) or skin? If so, please state whether the exposure was to the patient or the professional and what measures were taken. (Detail) a: no what medication was being administered: yes was the leak detected during sample preparation or during infusion? A: during infusion can you identify a crack in the device? A: not identified is the sample related to the incident available for analysis? A: not discarded is the sample contaminated? If so, please indicate the substance. A: no sample could you send photos of the sample? A: it was discarded has anvisa already been notified? If so, what was the notification number? A: no for sample collection and replacement purposes, please indicate: a: there is no need to collect a rejected sample.

Manufacturer narrative:
Initial MDR submission with device evaluation. No samples were received for investigation of pr (B)(4), in which the customer has stated: ¿after venipuncture and salinisation of the access, when administering medication, extravasation was observed from the side of the connector¿. The product in use at the time is reported to be a mz1000-br from lot 22115726. Further correspondence from the customer confirmed that they observed leakage during infusion and no visible damage was observed on the reported component. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22115726 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000-br products in the past 12 months.